Manufacturer narrative:
This supplemental report is being submitted to report the additional information. Please the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2016. The legal manufacturer reported that the most probably cause for the reported event is the following: it is assumed that the user did not dry the electric contact point of the video connector sufficiently, connected with foreign objects (such as chemical residue, water cerumen, sebum staining, dust, gauze), or caused by issues other than the device in question (camera head, monitor). It is possible that the electrical contact became transiently unstable, resulting in failure of image transmission for the scope and video processor, and the image was interrupted.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
The user facility reported that the otv-s190 was producing a intermittent image. There was no report of any patient harm associated to this report. Olympus is attempting to gather additional information related to this report.